Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the short was not determined. The software version in use at the time of the event was patient data service version 1.0.400, communication manager version 1.0.770 cliician app version 1.0.3470 vna version 1.0.73 os version android 7.0.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: v003293, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 06-feb-2010, UDI#: (B)(4). See regulatory report# 3004209178-2018-22773 for other implantable neurostimulator (serial # (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the ins was being replaced on the day of the call for normal battery depletion. The caller reported they were unable to check the left side ins due to eos. The caller reported abnormal intraoperative impedances on the replacement ins. Impedances were approximately 50 ohms. They opened a new ins and had the same issue. They returned to the first new ins due to pre-programmed settings. The caller indicated they threw out the second brand new ins because she thought only defective devices were returned and it was already contaminated. It was reported the impedance issue did not resolve and the patient currently had a short circuit on his programmed electrode. The caller was not with the patient/hcp to do troubleshooting. No symptoms or complications were reported or anticipated.